Event description:
It was reported that the patient had developed a pneumothorax after implant and requiring chest tube placement. The issue was resolved successfully.

Manufacturer narrative:
No medwatch form was received.